Event description:
A report was received that the patient was burned while charging his ipg. The patient was using the adhesive patches while charging and never let the charger touch his skin. The patient seek medical attention but was not prescribed any treatment. The burn symptoms were redness, aggravation of the skin. The size of the burn was the size of the charger. The patient's burn healed and the patient is doing well.